Event description:
During a laparoscopic procedure, the suction regulator on the surgiflex wave xp pump had continuous suction even without depressing the button. This caused the co2 to not keep adequate pressure. There was bleeding in the abdomen which was controlled without using another device, but did extend the time of the procedure due to the abdomen being deflated by the evacuation valve sticking in the open position.

Manufacturer narrative:
This complaint has been confirmed. The trumpet valve for the suction line sticks in the open position. The o-ring inside the valve body hangs up on the suction port slightly; this may cause the suction line to remain open, or continue to remove gas from the abdomen over a period of time. Deflating of the abdomen over time reduces the visibility in the field of view for the surgeon and may have increased the time or length of the procedure. The root cause of the failure will be further investigated with the manufacturing line.